Event description:
A report was rec'd that a pt had an explant due to uncomfortable stimulation. The uncomfortable stimulation is stated by pt as a burning sensation down her back where the leads are. In addition, the battery site is very painful because it is becoming superficial. Through physician's request, the pt was advised to explant the precision system in order to conduct an MRI. The pt is reportedly doing well.

Manufacturer narrative:
The explanted material will not be returned as they were discarded by the medical facility.